Event description:
Healthcare professional reported that the valve was explanted approx 117 months post implant due to cuspal stiffening and perivalvular leak. The valve was implanted in the tricuspid position. Pt age at implant 16 years.